Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation against this allegation. A serial number search in the complaint system found one previous customer experience with the issue of iipv ((dv > 200% of fv) within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported that during stat drain 1, the patient drained 4657ml of fluid. The patient was advised to cancel treatment. Available treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred on during (stat drain) where 4657ml drained. This drain is 221% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2103ml is 3785ml. Therefore, a reportable malfunction has occurred. Additional information was solicited.